Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned, but failed to capture. Therefore, the lead was removed and a different model was implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with a bent stylet inserted; the stylet was able to be removed with some resistance. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Tissue was noted to be entwined on the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the failure to capture observed during the implant procedure.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned, but failed to capture. Therefore, the lead was removed and a different model was implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.